Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the complaint by reviewing the error log. The error was reproduced by performing a bf wash prime. The issue was resolved by replacing the 3way solenoid valve and bf wash probe. The quality control (qc) results passed and were within published ranges. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 27may2018 through aware date 27jun2019. There were no other similar complaints identified during the review period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 2015 - bf probe purge failure. Description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department. The probable cause was of the reported event was due to failure of the 3way solenoid valve and bf wash probe.

Event description:
A customer reported getting error message 2015 bf probe purge failure on the aia-360 instrument. The repeated priming and installation wizard; neither resolved the issue. Technical support (ts) had the customer check if the sample probe was straight and if the bf wash probe still had the tip and tubing attached. There were no kinks or anomalies observed. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.